Event description:
It was reported that particulate matter was found inside a buretrol solution set. A small strand of fiber was observed floating in the drip chamber of the device. This occurred during the priming process step of an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed to investigate the reported issue. A microscopic inspection was performed with no issues noted. Therefore, the reported condition could not be verified through device evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.